Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed open bleeding sores on their back under the rear therapy electrodes. The patient's physician prescribed the patient an ointment and to remove to the device until the irritation healed. There is no indication of a device malfunction. The patient's medical condition improved.